Event description:
A malfunction alarm was reported by the customer, specifically malf 24, which was confirmed in the customer's pump history on (B)(6) 2026. There was no adverse impact to the customer's blood glucose level. The customer completed a pump reset independently, and a replacement pump was sent by technical support. The customer planned to continue using the current pump and would revert to an alternate method if needed.